Manufacturer narrative:
(B)(4). If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter, during an open procedure, when the device was used for ligation, the surgeon was not able to squeeze the handle and there were issues experienced with the loading or firing of the clips. The jaws of the clip in question crossed and the surgeon was not able to fire which extended the surgical time for thirty minutes or more since another clip applier had to be used to complete the case. There was no patient injury.